Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the threads of one closure top was damaged during final torquing step. The device was removed and replaced with an alternate to complete the case without reported patient harm.

Event description:
It was reported that during the procedure the threads of one closure top was damaged during final torquing step. The device was removedand replaced with an alternate to complete the case without reported patient harm.

Manufacturer narrative:
The closure top was returned for evaluation. Visual inspection showed damaged to the outer threads of the closure top. A functional test was completed utilizing a closure top driver, pathfinder nxt screw, and sleeve. The closure top was able to connect with the driver as expected. However, the closure top was not able to thread. The complaint is confirmed for outer thread damage. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The cross threading can often occur due to misalignment of the screw head on the extender sleeve.